Event description:
Customer reports child received a false positive result on (B)(6) 2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 27569e, reader sn (B)(6)). Repeat cue covid-19 tests performed immediately after the false positive result as well as 12 hours later provided negative results. Customer confirmed tests were stored correctly, but there was potential covid-19 exposure on (B)(6) 2023.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined. The false positive result appears to be an anomaly.